Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between continuous cycle peritoneal dialysis ccpd therapy with the liberty select cycler and the patient¿s bleeding event. However, it is unlikely that the bleeding episode reported is related to the cycler. Gi bleeding is a complication of dialysis therapy and is generally caused by contributing factors like uremic toxins, coagulation disturbances, secondary hyperparathyroidism and the use of anticoagulant drugs. No product malfunction was alleged, there is no documentation suggesting a causal relationship with the cycler and there is no documentation peritoneal dialysis treatment was interrupted. There are patient factors that could have contributed; the patient has a history of gi bleeding.

Event description:
During the follow up of a modern transfer issue, it was reported that the patient was not on the cycler because the patient was hospitalized. During follow up with the peritoneal dialysis registered nurse, the pdrn confirmed the patient was hospitalized for gi bleeding. Discharge summary received revealed the patient was hospitalized for gi bleeding. According to the discharge notes, the patient presented with bright red blood per rectum associated with melena and the patient¿s hemoglobin was 6.7. No abdominal pain was reported. Capsule endoscopy revealed small bowel avms (arteriovenous malformations). Egd (esophagogastroduodenoscopy) was normal but colonoscopy showed blood in the colon. The patient required 2 units of prbc on (B)(6) 2018 followed by another 1 unit of prbc on (B)(6) 2018 for low hemoglobin. When the bleeding stopped and the patient¿s hemoglobin improved to 8.7, the patient was cleared for discharge.